Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing on the small bowel closing the jejunostomy on a laparoscopic gastric bypass procedure, the device fired partial "b" staples and then there were no more staples deployed, the staple line was incomplete centrally. Another device was used to fix the staple line and complete the case. There was no injury.